Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is also for an unknown lcp / unknown quantity / unknown lot. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The authors reported a prospective study of two surgical techniques to treat patellofemoral maltracking: acute supracondylar external torsional osteotomy of the femur treated with synthes tomofix locking plate system. The use of an ancillary tension band plate (2 hole locking compression plate) was recommended with a medial approach; the manufacturer was not reported and supratuberosity internal torsional osteotomy of the tibia treated with pre-bent dynamic compression plate (dcp) whose manufacturer was not reported. A total of 30 acute supracondylar external torsional osteotomies of the femur treated with tomofix locking plate system and recommended use of 2 hole locking compression plate (lcp) with a medial approach were carried out from 2001 to 2012 on 19 women and 6 men; age range was 15 to 47 years (median 30.5 years). After 41 months (range 6-113 months), 22 patients underwent follow-up. Results included: two pseudoarthroses which were successfully stabilized by bone graft and tension band plating, four and seven months after torsional osteotomy. A total of 53 acute supratuberosisty internal torsional osteotomies of the tibia treated with dcp were carried out from 2002 to 2014 on 32 women and 13 men; age range was 13-48 years (mean 26 years). After 39 months (range 6-131 months), 44 patients underwent follow-up. Results included: one non-union which healed after revision surgery. This report is for an unknown plate (dcp or lcp) and refers to the serious injury of two pseudoarthroses which were successfully stabilized by bone graft and tension band plating, four and seven months after torsional osteotomy and one non-union which healed after revision surgery.

Manufacturer narrative:
This report is for an unknown dcp / unknown quantity / unknown lot. Other number: UDI: unknown part number; UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, strecker, w. And dickschas, j. (2015). Die torsionsosteotomie. Oper orthop traumatol, 27, 505-524. Patellofemoral maltracking may congenitally be caused by excessive internal maltorsion of the femur and/or excessive external maltorsion of the tibia. The authors conducted a study to evaluate relief from pain, femoropatellar stability and well-balanced charge of femoral and patellar cartilage with various surgical techniques using synthes dynamic compression plate (dcp). In 25 patients, 30 external torsional osteotomies of the supracondylar femur were performed; in 45 patients, 53 internal torsional osteotomies of the supratuberositary tibial head were performed. Results included one non-union which healed after revision. It is unknown if the patient was treated with dcp. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown dcp.